Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen was observed during testing. Cracks to the case, battery tube threads, reservoir tube lip, display window and a missing end cap sticker was noted.

Event description:
Customer reported a button error on her insulin pump. The device froze during a bolus delivery and customer replaced the battery. She tried to deliver another bolus and the device alarmed button error. Customer's blood glucose is 275 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.